Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility

Event description:
It was reported by the customer that registered nurses were reporting infusion errors with their secondary setups. There was no information on patient involvement. It was later reported by the customer that the issue was because of a practice issue and not an issue with the bd devices. Although requested, extra information was not provided.